Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink was displaying the "error 5" message about half of the time that she attempted to test her blood glucose levels. The error message first occurred "about 5-6 weeks" before she contacted lfs. She indicated that she would have to try multiple times to get a reading and sometimes she would give up after trying 5 test strips in a row. She claimed that about 3 days after the error message first occurred, she was hospitalized for 1 night due to dka. Prior to the hospitalization, she was able to test on her meter about 8-9 times and obtained meter readings ranging from 265 mg/dl to "high," a meter message that indicated that her blood glucose levels were above 600 mg/dl. The pt typically tests about 5 times per day but was unable to consistently obtain successful tests during the 3 days. She continued to administer her basal insulin through her insulin pump and took bolus dosages if she was able to obtain a meter reading. She claimed that when she was unable to test on her meter, she would not take a bolus dosage of insulin. After the hospitalization, she continued to have the issue with the error message. On "several" occasions, she developed high blood glucose symptoms, such as dizziness, nausea and blurred vision. When she was symptomatic, she stated she "sometimes" would be able to obtain a reading on her meter and "sometimes" would borrow her friend's meter. She treated herself accordingly if she was able to obtain a meter reading. The pt did not receive any additional treatment other than administering self-treatment with insulin. This complaint is being reported because the pt allegedly became hyperglycemic as a result of skipping her insulin. The pt reportedly skipped her insulin dosages because she was unable to test with her meter. In addition, the error message issue was not resolved with troubleshooting. Replacements were sent.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.